Manufacturer narrative:
The investigation has been completed. The console (ic6395) was sent back for further investigation. Aic logs confirmed the reported failure. The failure mode was reproduced on an engineering bench. The battery 1 pack voltage was measured to be 0 v rather than the expected 16 v, and the battery lcd indicator was blank (fully discharged). The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a battery failure red alarm. They noticed battery was at 50 percent and then they tried to plug in aic and the percentage would not display. They also tried to engage and disengage the battery while the alarm was active. A loaner was sent to the customer. There is no report of patient involvement.